Event description:
One endeavor sprint rx drug-eluting stent was implanted to the distal rca. Two endeavor sprint rx drug-eluting stents were implanted to the proximal rca (MFR report # 2953200-2009-00809 and 2953200-2009-00810 (abutting), due to treatment of complication/dissection/bailout (after stent implantation to cover target lesion). Patient was asymptomatic/free of symptoms at 30 day and 6 month follow up. A spontaneous gastro-intestinal bleed is reported to have occurred approximately 10 months following index procedure. It is reported that the event caused or extended an existing hospitalization and required a prbc transfusion of 4 units. Investigator indicated that event was not related to the study stent. Patient was asymptomatic/free symptoms at 1 year follow up.

Manufacturer narrative:
Evaluation code, results: gi bleed, dissection.